Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar event has been reported, neither concerning trend has been identified. Based on the collected information, most likely the reported issue may be related to a temporary electrical failure definitively fixed by service technician throughout the equipment checks. In addition, it cannot be ruled out that a user error may have contributed to the event, indeed, some error codes may be caused by hand crank without turning the pump off, occlusion set too hard, wrong tubing inserted, foreign material in the raceway.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 console. The incident occurred in orlando, florida. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 pump stopped during a case and a system fault unknown error message appeared. The customer tried to power cycle the pump and failed. Therefore, the involved pump was replaced with another one to continue the case. The affected pump still won¿t engage. There was no patient injury.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. A full check-out of the pump was performed: under normal operation, unit was working fine. Several pump alarms were purposely caused and all recovered successfully. All functional testing was completed without issues and the unit was returned to service. In addition, it was learned that the issue did not occur again. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.